Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance during the fill process. There was no adverse impact to customer's blood glucose level. Reportedly, the customer pushed down harder on the syringe in attempt to resolve the issues, and subsequently, insulin leaked out of the cartridge. Reportedly, the issue resolved and the customer successfully filled the cartridge.